Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of battery failed while in patient use. Customer reports that unit was in patient use at the time of the reported issue. Unit continued to ventilate patient but alarm was unable to be reset. Patient was placed on same model unit after the reported issue occurred. No patient information available from the customer.

Manufacturer narrative:
Date rec'd by MFR : 14aug2019, date of report : 15aug2019. The manufacturer¿s international service technician confirmed the reported battery issue. An operational check of the device could not confirm the reported issue, however a check of the error log confirmed the occurrence of "check vent error 1124 (internal battery failed)". The internal battery test was performed as functional test following check sheet. It turned out to be non-conformance and confirmed the deterioration of the lithium-ion battery. The manufacturer¿s international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.